Manufacturer narrative:
The returned device was evaluated and the pod arrived fully deployed. No timeouts or drive stalls were observed. The pod delivered over 200 pulses, including immediate non-priming boluses. No damages were observed on the needle mechanism, which was reset and redeployed successfully. The pod functioned as intended.

Manufacturer narrative:
The device has been received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Smartphone operating system: n5004l-am-q-mv01602-06-01.06. Smartphone hardware: n5004l. Cgm sensor type: g7. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient found needle had not deployed as intended. The cannula was not visible, indicating a needle mechanism failure. The patient's blood glucose (bg) values reached 443 mg/dl.